Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and was received unable to prime during prime test due to loose protruded drive support disk also, unable to complete functional testing due prime anomaly. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he received a compromised force sensor system alarm on the insulin pump. Customer stated that insulin squirts and then the alarm occurs. Customer refilled it and went to prime but the pump went crazy. Customer stated that he had a reaction earlier and over treated, which is why his blood glucose is high. Customer had overcorrected for a low blood glucose level. Customer would like to wait to decide on returning the device. Customer declined troubleshooting for high/low blood glucose. Customer stated that he has had the pump since 2007. Customer's blood glucose was 274 mg/dl at the time of the incident. Customer treated with the pump. Customer stated that the drive support cap is sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to revert to a back-up plan.